Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that upon receipt at the manufacturer facility, the lid of the aseptic housing was missing. A missing lid could lead to exposure of the non-sterile battery to the sterile field, but that was not reported in this event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that upon receipt at the manufacturer facility the lid of the aseptic housing was missing. A missing lid could lead to exposure of the non-sterile battery to the sterile field, but that was not reported in this event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.